Manufacturer narrative:
(B)(4): the meter, usb cable, and ac adapter have passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) canada alleging her onetouch verio iq meter was displaying a "low battery" message when attempting to perform a blood test. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue first began sometime in (B)(6) 2012 on an unspecified date/time. On (B)(6) 2012, the patient reported that she attempted to check her blood glucose at approximately 11:00pm and was unable to because the battery was too low. The patient reportedly is testing 4x per day; before meals and before bedtime and manages her diabetes with 6u of humalog insulin with breakfast, 12u with lunch and 25u with supper, on a sliding scale based on readings. In addition, she takes 28u of lantus insulin before going to bed. The patient stated at the time of attempting the test, she felt her blood glucose was "low" due to the test she performed earlier. The patient informed the csr that a few minutes after attempting to test at 11pm, she mistakenly administered 28u of the humalog insulin instead of her usual 28u of lantus. The patient stated her only symptoms of low blood glucose were "light headedness and mild hunger." She attempted to bring her blood glucose up by drinking orange juice. Sometime in between 11-11:30pm, the patient attempted to check her blood glucose with the subject device and was able to obtain a blood glucose reading of "1.9 mmol/l." She stated she contacted emergency medical services (ems) at approximately 11:30pm and was taken to the hospital. Upon arrival at the hospital, her blood glucose was checked with an unknown hospital device and a result of "about 2.3-2.4mmol/l" was observed. The patient was treated at the hospital with a glucagon shot and was put on IV fluids. Her blood glucose was checked regularly overnight and the patient was discharged the following morning. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The battery charge was lasting about 1 week; customer is testing 4+ times per day but not turning off the meter after she finishes testing. The meter was charging correctly. The issue was resolved and the patient was educated on correct process of turning off the meter. Replacement products were sent to the patient and subject products are pending return for investigation. Although the patient admittedly took the wrong type of insulin which caused her blood glucose to drop, this complaint is being reported due to a possible delay in treatment after the alleged issue began. Replacement products were sent to the patient.